Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the reason for revision was elevated metal ion levels and chronic dislocation. Pt have a well functioning hip until (B)(6) 2019 after which she dislocated many times. Patient had back fusion, spinal cage and si screws placed after the hip was done. Doctor confirmed placement of the cup was done well and that a cup revision would not solve her issues, he said all the work on her back changed how her pelvis moved leading to dislocation. There was some signs of corrosion on the head taper joint. Co 3.6 ch 5.3. No suto tumor was present. Revised liner to constrained liner and new head. I have no lot numbers for products stickers from previous surgery were unavailable. Doi: (B)(6) 2008; dor: (B)(6) 2020; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot null device history batch null device history review null if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.